Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Upon the ccc specialist's instructions, the customer verified volume of the standard solutions, flow of fluids and pump rate. The customer ran quality controls however, the instrument gave an error of insufficient/excess diluent in the port. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse determined that the integrated multi-sensor technology (imt) port was overflowing and the imt rotary valve air intake hole was partially occluded. The cse also found that the imt probe needed adjusting and the imt pump rate was low. The cse back flushed the imt probe, flossed the imt rotary valve, aligned the imt probe, and replaced the imt seal, imt pump tubing and imt sensor. The cse verified the pump rate and ran a dilution check and quality controls, all of which were acceptable. The cause of the discordant, falsely elevated na and cl results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on two patient samples on a dimension rxl max with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension rxl instrument, resulting lower. The results obtained on the alternate dimension rxl instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.